Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: united kingdom. It was reported that the suture was opened and needle attached to needle holder. Upon taking the suture out of the packet with the needle holder the needle and thread detached. All med watch submissions related to this report are: 3003639970-2018-00240, 3003639970-2018-00241.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample with a piece of thread broken. This thread measures approximately 7 cm (needle is missing). There are no marks of needle in the foam of support cardboard (there is only a mark in the foam as if a piece of thread had been on the foam). Therefore, we assume that there was no needle attached to the foam. This defect probably took place during manufacturing process. However, after internal investigation, the root cause could not be determined. As no other complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit. The complaint is confirmed but the whole batch is correct. The involved personnel has been informed about this incidence. Final conclusion: taking into account that the sample received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.